Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had high and undefined pacing impedance - which triggered an alert - and no capture. A ring malfunction was noted. It was also reported that the right ventricular lead was oversensing t waves after bi-ventricular paced beats. Both leads were reprogrammed and remain in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.